Event description:
Siemens received a report on (B)(4) 2012 that the customer observed that, when the therapist needs to override a field that has been already treated that day, there is no username and password required to override. The customer believes there is a possibility of treating the same field two times in one day if no username or password is needed to override the second treatment. The site is running software version 9.2.18. There has been no mistreatment or injury reported. However, if the system does not ask for username and password, it may happen that the user makes an error when selecting beams for treatment and ignores the warning by simply clicking "ok". The delivery of one beam twice, without minimum time in between deliveries, may cause a temporary overdose for less than one fraction, which may be compensated in the overall treatment plan. In a worst-case scenario, such a temporary overdose of less than one fraction may potentially cause side effects (skin reactions) that can be considered a minor injury.

Manufacturer narrative:
An investigation is underway. The user manual directs the therapist to read all warning messages and follow standard clinical practice. It is very unlikely that a therapist ignores such a warning message. Siemens became aware of the reported issue on (B)(4) 2012. An add'l follow-up to this event will be submitted upon completion of the investigation.